Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to incorrect parameter setting causing blocked drainage eye/lumen or no drainage eye or it can be due user related (salt accumulation). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had an indwelling urinary catheter at 16:35 on (B)(6) 2023, and at 21:30 on (B)(6) 2023, the family complained of urine exudation from the urethral meatus, saw a little hematuria, no urine in the drainage bag, the patient's painful appearance, irritability, abdominal pain, the nurse responsible for the pain found that the catheter was blocked, the bladder was slightly filled and pressed painfully. It was noted that the urinary catheter was blocked, resulting in extravasation of urine and a little gross hematuria, which increases the patient's pain. The urinary catheter was replaced and the urinary catheter was re-inserted, and the drainage was smooth. No medical intervention was reported.